Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Cut on bottom lip [lip injury]. Cutting inside gums [gingival injury]. Brush end came off / which has lead to a very nasty cut on bottom lip and nasty cutting inside gums [injury associated with device]. While brushing teeth the brush end came off [device breakage]. Case description: a daughter reported that her father of unspecified age was brushing his teeth with an oral-b vitality series toothbrush when the oral-b brushhead, version unknown came off. She stated that he did not realize this and carried on brushing, which led to a very nasty cut on his bottom lip and nasty cutting inside his gums. The case outcome was unknown. Other relevant history: medical history - disabled. No further information was provided.